Event description:
The staff was unable to get more than 20 lbs of torque when the torque screw was tightened on an a 1059 mayfield skull clamp. There was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough evaluation of the returned unit on (B)(4) 2014. The following information was provided: DHR, trend analysis and root cause. DHR-device history record reviewed for product ID (B)(4) lot code 121 devices manufactured during (B)(4) show no abnormalities related to reported incident found. These devices passed all required inspection points with no mrr's, variances or rework associated to the devices referenced below. No prior service history is on file for the returned device. Trend analysis; a two year lookback for similar complaints "cannot get more torque when tightening up the torque screw" for this product - ID shows that one additional complaint was received. No new manufacturing or design trend has been identified. Failure analysis: fault description: no problem with the applied pressure or the torque screw could be observed. A lot of movement in locking mechanism has been observed, need to overhaul and adjust the lock. Rocker arm is out of specification, need to exchange. Unit is the first time for repair. Root cause - could not be determined - pressure and the torque screw were within specification. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.